Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an arthroscopic shoulder surgery the burr tip geometry broke off. All parts were retrieved from the patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-8500fot, burr device, batch 15185057, was received for investigation. Visual evaluation: under a magnifier, deep striation marks along the outer tub were noted. The hood had nicks around it, and the cutting tip was damaged along the blades. Remnants of contaminant material were caught along the shaft window. Material degradation was evident throughout the device. Functional testing was not performed due to the damage to the device. The most probable cause is by applying excessive force while grasping and manipulating tissue or when applying excessive leveraging forces.